Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation under the electrodes of the lifevest equipment. Patient describes area as red, raw, crusty, flaky and with blisters. Patient reports nickel allergy. Patient reports being at a rehab facility. There is no indication that the lifevest caused or contributed to the facility placement. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed linola® h fett n cream for the skin irritation. Follow up indicated that the cream helped the skin irritation to improve.